Event description:
It was reported that: "the tip of the turnpike broke off. The case was completed with a different device. The patient was reported as fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A DHR review was completed for lot 73h2300033, and no issues or nonconformities were noted. Case details were reviewed. It is unknown to what extent and degree of damages were present on the unit. It is unknown how much of tip separation occurred. It is unknown if the tip was torqued against resistance. The IFU states the following: - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by f luoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking a manufacturing record review was completed for lot 73h2300033 and no related nonconformances were found. Based on the limited information and no product evaluation, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events. Corrected data: correction to section d.4. UDI was updated from (B)(4) to (B)(4) to include the full UDI.

Event description:
It was reported that: "the tip of the turnpike broke off. The case was completed with a different device. The patient was reported as fine."